Event description:
Pump was programmed to infuse 3ml/hr of dobutamine, 144 ml in 48 hrs. Pump only infused 25 ml in 48 hrs. Dates of use: (B)(6) 2013. Reason for use: chf. Event abated after use stopped or dose reduced: yes.